Manufacturer narrative:
Brake crank assembly.

Event description:
It was reported by service report that there was a reduction in brake force. It is unk if there was pt involvement; however, no adverse consequences were reported.